Manufacturer narrative:
This report has been identified as b. Braun medical internal report (B)(4). One sample without the original packaging was provided for evaluation. Upon visual inspection of the returned sample, it was observed to be partially filled with clear solution and the sample was clamped. The filling port was closed with the discofix cap, whereas its patient connector was closed with a spinning spiros cstd connector. Air bubbles were noted at the patient connector of the sample. Based on the data from the investigation, the reported defect was unable to be confirmed. A device history record (DHR) was reviewed and no nonconformity was found. All test results were in specification, all process parameters were in specification, all operations were completed and done in sequence. Trackwise nonconformance review was performed for the involved batch number and no- nonconformance related to the defect reported was found. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc

Event description:
According to the event description: "an extension line is connected to the easypump. After the filter, small air bubbles can be seen at the end of the flow restrictor at the patient connector and in the extension line itself."